Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
It is unknown which l4 lead had the high impedance. Hence, both leads are being reported. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30961. It was reported that during a procedure(related manufacturer report number: 1627487-2020-01345) high impedances were observed on all contacts of one the l4 leads. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective stimulation was confirmed post operatively.